Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Red actuator is broken.

Manufacturer narrative:
Conclusion and justification status: the complaint states red actuator is broken. The investigation confirmed the failure mode as reported. The returned product was reviewed by bioengineering and a report was received stating this failure is attributable to the known issues of environmental stress cracking leading to catastrophic failure of the radel material. This issue was addressed through (B)(4) and a design solution implemented through the use of avaspire through (B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep-419 depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.